Event description:
It was reported that the foot-switch on the 9800 system would not work and the laser aimer could not be adjusted. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The foot-switch and laser aimer were repaired during the service call. The system was tested and found to be working as intended and put back into service.